Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had critical override, hardware failure and no connection. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had critical override, hardware failure and no connection. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had entered critical override due to failed hardware and no connection. A field service engineer (fse) had plugged the network cable into the correct communication sled port and unplugged the matrix drawer to reactivate the other drawers. The station was shut down, the old matrix drawer board was removed, and a new one was installed. The station was then booted up, and the fse logged into the system to configure the new board and assign to the appropriate drawer. The system functioned as intended after the field service engineer repaired the device.